Event description:
The complaint is reported as: "the head of luer-hub(blue) was block to not let water efflux." It was reported the device was replaced. No harm to patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen cvc and product lidstock for analysis. Signs of use in the form of biological material was observed inside the extension lines. Visual analysis did not reveal any defects or anomalies. The extension lines and catheter body did not contain any kinks or deformations. The catheter body measured 321mm which is within the specification limits of 310mm-330mm as described in the product drawing. The catheter body outer diameter measured 2.41mm which is within the specification limits of 2.39-2.49mm per catheter extrusion graphic. The medial extension line outer diameter measured 2.14mm which is within the specification limits of 2.13 mm-2.21 mm per the medial extension line extrusion graphic. The medial extension line inner diameter measured 1.4224 mm which is within the specification limits 1.42 mm-1.50 mm per the medial extension line extrusion graphic. A lab inventory syringe filled with water was attached to each of the extension lines and flushed. When injecting the medial extension line, a blockage was encountered. No blockages were encountered when injecting the proximal or distal extension lines. A long pin gage was passed through the medial extension line. Large amounts of congealed biological material were observed exiting out of the medial skive hole. Once cleared, the extension line was flushed a second time. No blockages or occlusions were encountered. Therefore, it can be concluded that the build-up of biological material within the catheter extrusion caused or contributed to this event. Performed per IFU statement "flush lumen(s) to completely clear blood from catheter". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen". The IFU also states, "flush lumen(s) to completely clear blood from catheter." The report of a blocked catheter was confirmed through complaint investigation of the returned sample. Visual and functional testing of the returned cvc revealed that there was a build-up of congealed biological material within the medial extension line. Once the blood was cleared from the lumen, the catheter functioned as intended. Aside from this, the catheter met all relevant dimensional requirements, and a device history record review was performed based on the lot number as received with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the head of luer-hub(blue) was block to not let water efflux." It was reported the device was replaced. No harm to patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the head of luer-hub(blue) was block to not let water efflux." It was reported the device was replaced. No harm to patient. The patient's condition is reported as fine.